Manufacturer narrative:
Conclusion: potential factors that can influence the reported dislodgement include tension applied on the delivery catheter system ( dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and others. A root cause could not be established from the information available. Medtronic will continue to monitor for similar events.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve dislodged from its targeted location during deployment. As the valve was being withdrawn for repositioning, it inadvertently deployed further and could not be retrieved into the introducer sheath. The decision was made to deploy the device in the descending aorta just above the bifurcation of the common iliac arteries. A second valve was successfully implanted with no subsequent adverse patient effects reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.